Event description:
It was reported, pt experienced low grade fever, infection, and erosion. Pt stated there was a small hole over the pump and that you could see the "wire". Pt was on antibiotics and does not know when she will be having surgery. The pump contained hydromorphone (dilaudid). At the time of this report, no further details were reported. Add'l info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).